Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted and did not show any additional complaints related to this event. System error log review was conducted for a procedure on (B)(6) 2021 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. There were two long bipolar grasper (lbg) instruments recorded in use during the procedure as follows: #1 long bipolar grasper pn: 471400-10 // ln: n10210316-0091 // sn: (B)(4) was in use for 0:05:54 minutes, had 10 of 14 uses remaining, has been used in two subsequent procedures and a site review shows no complaint filed against the instrument // #2 long bipolar grasper pn: 471400-10 // ln: n10201019-0018 // sn: (B)(4) was in used for 0:52:04 minutes, had 7 of 14 uses remaining, has been used in two subsequent procedures and a site review shows no complaint filed against the instrument. All reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. An isi clinical development engineer (cde) conducted video review and found the following: the 24 second procedure video clip shows a vessel sealer extend (vse) instrument activation. Due to the image quality of the video, it is indeterminable if the energy activation was bipolar or seal mode. Smoke was observed during the vse instrument activation, indicating that energy was delivered. The cut function was not observed as being used. The video depicts the vse instrument being used on a tissue bundle vs a vessel. This event has been deemed reportable because the customer reported placing clips to control bleeding. The surgeon report of not using the correct energy settings has been deemed user error. However, this event is being reported because the surgeon placed two unplanned clips to control bleeding of a vascular structure.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, a ¿vessel bled¿ after ¿cauterizing it with the long bipolar instrument¿. The surgeon gained control of bleeding by clipping the vessel. The surgeon said that he was unaware of an energy setting change after a an isi ¿system engineer¿ had performed system service. On 26-may-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted pulmonary lobectomy procedure on the left upper lobe, the surgeon was working with a ¿large aorta¿ and using a long bipolar grasper (lbg) with cautery. The surgeon was ¿working on both sides of the artery before cutting through¿. A ¿little bleeding¿ was observed after use of the lbg instrument energy function so the surgeon applied two clips to control minimal bleeding. The surgeon checked energy settings and found that settings had been changed. The surgeon adjusted energy settings to the surgeon's preference and there were no other intra-operative complications.